Event description:
The customer's mother stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 200 mg/dl at the time of the event. Troubleshooting was performed. The amount of basal and bolus delivery did not match what was recorded in the history files. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.